Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 412mg/dl. Customer also experienced low blood glucose of 70mg/dl. Customer only had 3 days on manual mode then switched to automode. Customer was using insulin pump within 48 hours of the reported event and automode was active at the time of event. Customer received change sensor alert and insulin pump was not exposed to magnetic field. No further complications were reported. The device will not be returned for analysis.